Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 474mg/dl. The customer stated that he changed the infusion set every two to three days. Troubleshooting was not completed as the customer was driving on the highway. Advised the customer to call back to complete the troubleshooting on the insulin pump. No further info was provided.